Manufacturer narrative:
(B)(4). Batch # n54y7m. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the fourth firing with a green gst reload, the surgeon reported that majority of the staple line on specimen side closest to the cut line almost all the staples were missing. Additionally, the cut line was not clean. The surgeon reported it looked very jagged. He did not comment on hemostasis, but did over sew the entire staple line. He used the same device for last staple firing with no issues. Buttressing material was used on all firings. There were no adverse consequences for the patient.